Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an image artifact, which persisted after performing an air calibration. There was no report of misrepresentation as a result of the ring artifact. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse evaluated the system and determined the compensator in the a-plane collimator was broken. The fse replaced the a-plane collimator to resolve the issue, and returned the system to the customer for clinical use. This issue has been determined not to be a reportable event.